Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b3, b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 17-may-2022 to 16- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 5.1 had wiring in the back that was burned and spilled insulin in drawer by a nurse that caused some damage on the drawer controller, retractor band and the solenoid. The field service engineer replaced the drawer and controller board to resolve. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system medication room smelled like electrical smoke and auxiliary drawer 5.1 was not detected on communication bus. During device investigation, a field service engineer noticed that there was some wiring in the back of the drawer that was burned, and the pharmacist stated that it smelled like insulin. The customer added that the nurse had spilled insulin in drawer which caused some damage on the drawer controller, retractor band and the solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 5.1 had wiring in the back that was burned and spilled insulin in drawer by a nurse that caused some damage on the drawer controller, retractor band and the solenoid. The field service engineer replaced the drawer and controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system medication room smelled like electrical smoke and auxiliary drawer 5.1 was not detected on communication bus. During device investigation, a field service engineer noticed that there was some wiring in the back of the drawer that was burned, and the pharmacist stated that it smelled like insulin. The customer added that the nurse had spilled insulin in drawer which caused some damage on the drawer controller, retractor band and the solenoid. There were no adverse events or injuries reported based on this event.